Event description:
The 1000 volt output acupuncture/tnes unit was connected to needles in rptr's mid-back & wrists. As the electricity was turned up rptr felt nothing for about 30 seconds until suddenly she felt severe shock in the mid-back. Pt felt a sudden stabbing pain like a knife going in. She screamed "shut it off". The acupuncturist shut it off but the stabbing pain & compression remained like metal bearing down in the spine. Suddenly the pain relieved after 10 seconds & rptr's hands spring open all the way & sweated. Rptr's heart palpitated. Rptr felt no sensation in med-body, ribs were popping in & out & continue to do so. Rptr can't feel fi bladder is full & has severe depression. When rptr returned the next week the acupuncturist stated it was a "bad connection".